Event description:
Boston scientific received information that, during an interrogation, the activity log and daily measurements were missing for this pacemaker. There was no power on reset message upon interrogation. Technical services (ts) discussed a possible soft reset which the device corrected itself. It was noted the patient had not had an MRI, radiation, or external defibrillation; however, the patient does work around electromagnetic interference (emi). Ts had the field representative perform a print memory and have it sent in for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Analysis of the print memory indicated the device had reset 42 times. The device had not gone longer than 21 weeks without a reset. The last reset was one day before the hex dump timestamp and was caused by a rate fault. The device was programmed to dual chamber pacing and sensing, inhibit pacing and rate modulation (ddir) with a lower rate limit of 70, a maximum sensor rate of 150, 100-300 paced av delay, and afr on at 260 miliseconds, and both sensors are on. To mitigate this issue, consider reducing the paced av delay to less than 250 milliseconds or turn afr off.